Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. A visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 4076 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance had trended upward into a high range. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.